Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(4) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the thigh. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the sensor was inserted in the patients thigh. The instructions for use for the animas® vibe insulin pump and cgm system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported inaccuracy cannot be determined.